Event description:
It was reported, that during a da vinci-assisted ventral hernia tapp surgical procedure. The robotics coordinator (roco) called intuitive surgical, inc. (Isi) technical support engineer (tse), to report that the image was purple and distorted. They roco reported, that they have tried 3 different endoscopes, but the issue remained. The isi technical support engineer (tse) asked the caller what color the image was when the light was turned off, and the caller stated purple. The tse reviewed, the system logs and saw 48203/48205 faults, resulting in degraded illuminator operation. The caller stated, they had to convert the case, due to the purple image. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system powered on without errors. Full troubleshooting was performed with dvstat. The procedure was converted to an open procedure. There was no further information provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the endoscope image was purple and distorted. An investigation was completed to determined the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed, numerous 48203 errors on multiple scopes. The fse then replaced the endoscope controller (ec) assembly to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the endoscope controller (ec) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed, the customer reported complaint. The ec assembly was returned without bezel, filter, and dust cover. No visual damage found on the returned endoscope controller. This unit was installed into the test system, and it failed, due to video test. The tint light vertical lines move up and down at vision side cart (vsc) touchscreen. Troubleshooting was conducted. And found the light engine was the cause of the issue. The light engine will be replaced to resolve the problem. Additionally, the endoscopic controller power distribution (ecpd) would need to be replaced, due to the repair and because the connector pins were broken. The complaint regarding the endoscope image was purple and distorted was confirmed, and replicated by failure analysis, which indicated that the device did contribute to the reported event. The probable root cause of the endoscope image was purple and distorted is attributed to electrical component failure. This issue can be resolved by using another vision side cart (vsc) to complete the procedure.